Event description:
An attempt was made to use the device on a pt diagnosed in cardiac arrest. The device allegedly displayed a continuous connect electrodes alarm and use of the device was inhibited. An ambulance crew subsequently/monitor to administer shocks to the pt. The pt regained a pulse and was transported to the hospital. The pt's outcome was not known.